Manufacturer narrative:
The device subject of the event could not be repaired and was permanently removed from service.

Event description:
The user facility reported that a repaired kerrison was repaired incorrectly (on location repair). The screw used to repair the kerrison is not the original screw and the screw popped out during a case while being used. This is the second time this has happened within two weeks. No patient injury or case delays were reported.

Manufacturer narrative:
Kerrison #4 was sent into lab for evaluation under srn 10605313. Date of previous service by steris and srn could not be determined however, based upon the condition of the kerrison as received by the lab, it was determined that the screw had been replaced during an on-location servicing. During said servicing the wrong screw was installed and not tack-welded in place. The screw in the handle comes from the manufacturer with multiple tack welds (laser welded) on the back of the screw that are meant to prevent the screw from backing out while in use. Said screw is not meant to be tightened, and/or adjusted in the field as the tack welds are easily broken if torqued with a screwdriver. The repair capabilities needed to service this style of qr kerrison requires the use of a laser welder to ensure that the screw (if replaced) has the appropriate tack welds re-applied prior to use at a user facility. It was determined that the on-location team does not have the appropriate equipment (laser welder) to be servicing this type of instrument. Applicable field personnel will be retrained and advised to send kerrison repairs into the appropriate repair labs. The lab manager reported that the needed instrument repairs are yet to be completed as the instrument handle had been buffed which removed gold plating in multiple areas, the cutting edge and footplate are both damaged (potentially beyond repair), and there is likely not sufficient handle travel remaining to clean up the damages and still cut as intended.